Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. Ultimately, the customer reverted to an alternate method of insulin therapy. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer understood and acknowledged.